Manufacturer narrative:
The issue with a melted freestyle transformer is currently being investigated under (B)(4).

Event description:
The customer originally reported to customer service on (B)(6) 2015 that the transformer for her freestyle pump appeared to be melted but no wires were showing. The freestyle transformer was returned to medela and evaluated by qe on (B)(6) 2016. The evaluation indicated that the transformer housing had melted that resulted in a hole forming. The hole allows access to the internal electrical components which presents a safety risk.